Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D6b explant date: aware date was used as explant date as actual explant date was not known.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was implanted. Approximately one (1) month post procedure, the patient presented to the hospital with a lack of blood flow to the kidney. It was found that the closure device had embolized and traveled to the descending aorta. The closure device was successfully explanted with the use of a percutaneous snare and the patient was discharged from the hospital without any additional complications. As of now there is no plan for future retry of device implant.